Event description:
The international customer reported the air coming from the ventilator is too hot. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. The philips field service engineering reported the pt info is not available.